Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The device was prepared per IFU. During the procedure it was noted that when attempting to connect the loader to the delivery sheath there was resistance on the screw connection. Damage was noted on the screw of the delivery sheath. The delivery sheath was removed from the patient and replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. No connection issues were noted with the replacement delivery sheath and the occluder was successfully implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of damage at the hub of sheath was reported. There was resistance reported while connecting the delivery system. The investigation at abbott found that the sheath contained a deformed damage on the proximal end of the hub which precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspections for damage on the sheath hub. The manufacturing process includes inspection steps to identify any damage to sheath hub and threads on the hub. The cause of the reported event is consistent with connections attempts. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.